Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to rapid aseptic loosening of the tibial component due to unknown reasons. The patient has a autofused subtalar joint from previous calcaneal fracture so it's assumed that the adjacent joint fusion led to increased stress on the tibia.

Manufacturer narrative:
The reported event could be confirmed since the device was not returned for evaluation but with the provided CT scans alleged event could be confirmed. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. With the available CT scans a formal medical opinion was sought: with the provided CT scan the aseptic loosening and subsidence of the tibial component can be confirmed. There is clear radiolucence, cysts and a significant dislocation of the component visible in the CT scan. The talar component does not show relevant radiolucence and therefore loosening or migration cannot be confirmed. The underlying cause seems to be unclear although the surgeon brings up some potential points. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to rapid aseptic loosening of the tibial component due to unknown reasons. The patient has a autofused subtalar joint from previous calcaneal fracture so it's assumed that the adjacent joint fusion led to increased stress on the tibia.